Manufacturer narrative:
Device has not been returned for investigation. No other complaints for this lot have been received.

Event description:
User facility reported that a patient was injured due to the breakage of the surgical burs. A piece of the bur broke inside patient gingiva, and the patient had to be referred to higher specialty care. Patient is on going medical care and monitoring.